Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent minimum fill notifications when attempting to load cartridges with 300 units of insulin. Blood glucose level was not impacted. Reportedly, the customer reloaded the cartridge successfully.